Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were experiencing "mild electric shocks." The patient was seen in clinic and noted to have diaphragmatic stimulation from the left ventricular (lv) lead. The lv lead was reprogrammed to resolve the stimulation. The lv lead remains in use. No further patient complications have been reported as a result of this event.